Event description:
This report is based on information provided by the remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the device screen problem. The device use is unknown during the event.

Manufacturer narrative:
Updated the describe event or problem and health impact code.

Event description:
This report is based on information provided by the remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the device screen problem. The device was not in use during this event, therefore no patient harm.